Manufacturer narrative:
Insulin pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a motor error alarm during bolus. Customer's blood glucose was unknown but it was high, customer had ketones. Found multiple motor error alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.